Event description:
It was reported the lead was capped and replaced, due to undersensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing was torn, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was a non-electrical miscellaneous finding on the tip electrode. The lead was received at analysis with the steroid ring missing, it cannot be determined at this time when this occurred. It cannot be determined at this time how the blood entered the svc leg..

Event description:
It was reported the lead was capped and replaced due to undersensing. No patient complications have been reported as a result of this event. The capped lead was subsequently removed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other text : trueisprint fidelisimplantable tachy lead. It was reported the lead was capped and replaced, due to undersensing. No patient complications have been reported as a result of this event. No conclusion can be drawn, undersensing.